Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient also stated that there was an occlusion alarm.

Manufacturer narrative:
The download data from the returned device confirmed that an 0x14 occlusion alarm had been generated by the pod. During fluid path testing, fluid was found to be leaking from a small tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula damage could not be determined. Inspection of the pod found no damages or deficiencies that would result in an occlusion alarm, though the complete fluid path could not be tested due to the soft cannula leak. The exact cause of the 0x14 occlusion alarm could not be determined.